Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 7cm in diameter abdominal aortic aneurysm. Currently, the proximal neck is 24 mm in diameter and 15 mm in length. The degree of neck angulation is 15. There is moderate vessel calcification and mild vessel tortuosity. It was reported that the patient was seen for routine annual CT scan that observed significant increase in aneurysm size. The physician was not sure if it was due to a type I endoleak vs a type iii endoleak. The physician¿s interpretation of the CT shows a possible type iii leak due to calcium formation within the infrarenal aorta resulting in potential fabric tear. A secondary intervention was performed and the physician realigned the existing graft. The patient was successfully treated with an endurant aui (B)(4). A fem-fem procedure was performed to establish blood flow to the contralateral side. The procedure was performed without complication. The physician stated the event was related to the device. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of returned cta¿s 3.5 years post-implant revealed that the bifurcate was positioned just below the renals. The ipsi limb and extension were placed down into the right common iliac. The contra limb was implanted proximally near the level of the flow divider, and extended distally into the left common iliac artery. Both limbs were patent. The bifurcate stent graft outer diameter at the level of the 1st covered stent measured 26 x 28mm, and there was approximately 2cm of proximal seal length. The bifurcate aortic body was straight, and the devices were angulated at the flow divider 45deg a-p to both limbs, and 45deg l-r to the ipsi/right limb. There were areas of calcification seen along the posterior wall of the neck, as well as the within the proximal aaa sac. The max aaa diameter was 7.4cm (l-r). There was contrast seen within the proximal sac which appears to be coming from the anterior/right side of the bifurcate aortic body; approximately 10 ¿ 15 mm above the contralateral side of the flow divider. There is a large area of calcification present along the anterior and right portion of the bifurcate near the possible source of the endoleak. No other stent graft issues were observed. Two 3d reconstruction images (unknown study date) confirmed that contrast was seen outside the stent graft, coming from an area near the 3rd and 4th covered stent, on the contra/right side of the bifurcate aortic body near the top of the aaa. There was also a large area of calcification seen near the endoleak. The type and cause of the endoleak could not be determined from the available images provided. This appears most likely to be a type iii fabric endoleak. The cause of the endoleak may be due to abrasion from the calcification seen near the likely endoleak source. Spring abrasion from the underlying contralateral proximal springs cannot be ruled out; however, the contrast is seen 10-15mm proximal to the contra limb which was placed at the level of the flow divider. Images during the intervention to reline the stent graft were not available for review.

Manufacturer narrative:
(B)(4).